Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient in a clinical study. It was reported that the patient had pain over the battery site and felt that it was out of position; a pocket revision was done to resolve the event. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient was enrolled but never im planted. It was unclear whether the patient had an implantable neurostimulator (ins) or not as it was previously reported that the patient had pain over the battery site and felt that it was out of position and a pocket revision was done to resolve the event. No further complications were reported/anticipated.